Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was delivering faster than normal. Customer's blood glucose was 104 mg/dl at the time of the incident. The customer stated that they experienced two hypoglycemic episodes due to the over-deliveries. No further details were provided regarding the low blood glucose and alleged malfunction. Troubleshooting did not occur. The insulin pump was not returned for analysis.